Manufacturer narrative:
The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. Visual examination of the returned product found it to show signs of repeated use; gallings, scratches and strike marks. It is confirmed the impactor pad has fractured and all the pieces were returned. A bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was damaged (tip) during implant assembly. No additional information is available. No adverse event was reported.